Event description:
The patient reported, that every time he changes the cartridge on his insulin infusion device, the piston rod continues to return/"grind" longer than it should. He stated, he has only noticed this within the last month. During troubleshooting, he stated he goes through the correct "change the cartridge" steps. The patient switched to his backup device which he stated is working fine. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.